Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary the customer returned on used sample and one unused sample, as well as an unknown set containing solution for evaluation. The baxter samples were visually and functionally tested and the reported condition was confirmed in the used sample only, the unused sample functioned properly. The unused sample passed visual and functional testing. During visual inspection, the male luer lock adaptor of the used sample was observed to be cracked/broken. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review, and the reported condition against this product has only been reported by this hospital facility. The root cause investigation is in progress.

Event description:
The customer reported to corporate product surveillance that the male connector of the 60" micro volume extension set broke off in the blue female connector. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.